Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain when attempting to use the device due to the position of the pump. A surgical procedure was performed during which the ipp was removed and replaced, and the new pump was placed in more dependent area. No further patient complications were reported.